Event description:
Event description guidant received information that this transvenous defibrillation lead shorted out. New device and lead will be implanted on the following day. The patient was having a device change out when a popping sound was heard by dr. Prm showed a shorted condition. The program strip states that a shorted condition has been detected on the shocking leads.